Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8.50/+2.50/89 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens had tore during injection into the patient's eye. Intraoperatively the lens was removed and the problem resolved. There was no patient injury. It was indicated there is no plans to replace the lens. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).